Event description:
It was reported that the patient came to the emergency room after receiving unsuccessful shocks for ventricular tachycardia. The patient was put on amiodarone. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947 implantable tachy lead: (B)(6) 2012. (B)(4).